Manufacturer narrative:
The t:slim x2 g5 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) of possibly over 500 mg/dl. The cause of bg was unknown. Bg was addressed with a correction via the pump and a syringe. Reportedly, the customer over corrected and subsequently experienced a low bg of 47 mg/dl, which was addressed with juice. Reportedly, the supplies were changed. The customer declined troubleshooting with tandem's technical support.